Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.